Event description:
Medtronic received information regarding a patient who had complications after undergoing a thrombectomy procedure in which a react-68 aspiration catheter and solitaire x stent retriever were used. It was reported that the patient's baseline tici was 0, mrs was 0, and nihss was 18. On (B)(6) 2024, the patient underwent the thrombectomy procedure. No device malfunction or deficiency was reported and tici 3 was achieved. Post-operative computed tomography (CT) showed right frontoparietal hemorrhagic transformation with subfalcoral and medial temporal involvement with symptoms including: hiccups, vigilance disorders, and anisocoria. The decision was made to limit and/or discontinue other interventional therapies and patient died the following day, on (B)(6) 2024. Site assessment concluded the events were caused by the patient disease under study/index stroke and not related to the devices or the procedure. However the clinical study sponsor assessment concluded the events were associated with the procedure. Additional information received reported that autopsy records were not available, however the source documents mentioned the death of the patient on (B)(6) 2024 due to massive right hemispheric hemorrhagic softening following successful reperfusion of the middle cerebral artery (mca)/right carotid terminus. 1 pass had been made in the thrombectomy procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.